Manufacturer narrative:
An event regarding crack/fracture involving a kerboull stem was reported. The event was confirmed via evaluation of the returned device. Method & results -product evaluation and results: the stem fractured in fatigue approximately 5.25in from the distal tip; the fracture initiated on the superior portion of the anterior surface and propagated posteriorly. Damage consistent with the cement mantle breakdown process and the explantation process was observed. Eds showed the stem base alloy was consistent with the drawing and the debris was consistent with an oxide, corrosion product, and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms fracture of stem, need additional information; primary and revision operative reports, clinical and past medical history, and examination of explanted components. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: product evaluation on the returned device indicated that the stem fractured in fatigue approximately 5.25in from the distal tip; the fracture initiated on the superior portion of the anterior surface and propagated posteriorly. Damage consistent with the cement mantle breakdown process and the explantation process was observed. Eds showed the stem base alloy was consistent with the drawing and the debris was consistent with an oxide, corrosion product, and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review indicated that x-ray confirms fracture of stem. The exact cause of the event could not be determined because insufficient information was provided. Additional information including primary and revision operative reports, clinical and past medical history are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Hip implant: (B)(6) 1995 thp, left. Implant: kerboul size 3 ter with cup trilogy 60. Patient is clinically doing well and does not have any complaints about hip on the (B)(6) 2019: he felt something when coming out of the bed in the morning. He cannot stand on leg anymore and goes to emergency care in the hospital. Rx shows that stem is broken. In the email attachement x-rays are attached from 2015 and 2016 (coming from heilig hart hospital in lier) also x-rays from (B)(6) 2019 with broken stem (hospital uz antwerpen) broken prothesis will be returned.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Hip implant: (B)(6) 1995. Thp, left implant: kerboul size 3 ter with cup trilogy 60. Patient is clinically doing well and does not have any complaints about hip on the (B)(6) 2019: he felt something when coming out of the bed in the morning. He cannot stand on leg anymore and goes to emergency care in the hospital. Rx shows that stem is broken in the email attachement x-rays are attached from 2015 and 2016 (coming from heilig hart hospital in lier) also x-rays from (B)(6) 2019 with broken stem (hospital (B)(6)). Broken prothesis will be returned.